Event description:
Additional information was provided that the currently treating physician has no information to provide regarding the reported a syncope.

Event description:
It was initially reported in clinic notes that the patient had neurocardiogenic syncope, unknown if it was related to vns. No additional information was provided.good faith attempts for additional information have been unsuccessful to date.